Event description:
It was reported that during an unk procedure, the tip of the pt graphix guidewire separated and remains in the pt. The 100% chronic total occlusion (cto) was located in the distal circumflex (cx). When the pt graphix guidewire was being removed, the tip of the wire moved "without much manipulation" and when the physician rotated the wire, approx 4-5mm of the tip snapped off. It remained in an area beyond the blockage and there was no blood flow beyond that point so the tip was left there. No pt complications were reported. Pt status was reported as "stable".